Event description:
On (B)(6) 2014, patient's husband returned a call to dexcom technical support regarding a previous issue and patient's husband reported that the patient had passed away on (B)(6) 2014 due to multiple strokes, which rendered the patient unable to retain fluids or process food and ultimately lead to the patient's elective death under (B)(6) care. The husband reported that the patient used the device up until three days before her death. The patient's husband indicated that he would send data to dexcom for investigation and dexcom technical support provided instructions to patient's husband regarding how to send data to dexcom. On (B)(4) 2014 the medical director of clinical affairs at dexcom determined that further follow-up was unnecessary as the death was unrelated to cgm use. A follow-up report will be provided should downloaded data or further information become available to dexcom.